Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to plaque shift include, lesion characteristics, pre-dilatation, size selection, and technique. While plaque shift is not specifically listed in the xience v instructions for use (IFU), it does address the potential effects of embolism and occlusion as known adverse events associated with coronary stenting procedures. Embolism, occlusion, and additional therapy/non-surgical treatment are listed in the no-fault risk assessment (ram) as post-procedural complications. Embolism of plaque is also listed as a known adverse effect. A definitive cause cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that a 2.75 x 28 xience was implanted in the proximal lad. Plaque shift occurred at the distal edge of the stent; therefore, a 2.75 x 12 xience was implanted to treat the plaque shift. The mid lad was implanted with a 2.5 x 28 xience, and the om1 was implanted wih a 2.5 x 15 xience. No additional event of patient information is available.